Event description:
The customer reported that the adhesive part of his olympus endoeye flex 3d deflectable videoscope's lens was peeling off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the adhesive on the object lens was found peeling. Additionally, the distal end adhesive was also missing. Water tightness had been lost due to holes found in the distal end. Scratches were noted on the operation part, the grip, the video connector, and the light guide connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was likely that stress of repeated use, external factors, or handling caused the defect but could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.